Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The pump was found little dirty with minor scratch on keypad otherwise no appearance of any physical damaged on pump. Unable to duplicate the primary audible alarm background test during occlusion test. Error history log review found an audible alarm background test error. The root cause of the reported issue was found to be unable to determine the intermittent of the error. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed occlusion which passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that every time the passcode was entered it would ask if they wanted to send it in warranty service with loaner. No patient injury was reported.